Event description:
Screw driver ends snapped whilst inserting bio intrafix tibial screw during an acl procedure. Nothing fell into patient. Procedure not extended more than 30 minutes. Procedure completed by using another set of instruments. Additional information received from our affiliate on 11-15-2015 indicated the end snapped off of the device and was retrieved.

Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode, although one possible cause could be excessive force was applied while using the device. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The lot number is unavailable. .

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number is unavailable.

Event description:
Screw driver ends snapped whilst inserting bio intrafix tibial screw during an acl procedure. Nothing fell into patient. Procedure not extended more than 30 minutes. Procedure completed by using another set of instruments.